Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving several inappropriate shocks. It was determined that the right ventricular (rv) lead exhibited high impedance and oversensing noise resulting from a confirmed fracture. In addition, the device was noted to be at end of life (eol) during interrogation and experienced a reset. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.